Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was unable to communicate with external devices and the ipg was inoperable. It is unknown when the patient lost stimulation or when the last time the patient was able to recharge. The ipg was explanted and replaced which resolved the issue.